Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, noise was observed on the right atrial lead. The device was reprogrammed and the patient was stable before, during and after the reprogramming. The patient would continue to be monitored.

Event description:
New information noted the atrial lead was capped and replaced on (B)(6) 2017 during normal device replacement procedure. The patient was stable pre and post procedure.